Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope exhibited a dirty lens. There were no reports of patent harm.

Manufacturer narrative:
Updated fields: d9, h3, h4, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, olympus confirmed there was an irrigator stuck and the lens was dirty. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.